Event description:
Customer reported that pump's quick bolus/wake button was difficult to press and required multiple tries to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on techniques to press the button more effectively, but the issue persisted, prompting the decision to replace the pump. The customer was informed of the replacement process, including storing and returning the faulty pump, and the replacement pump was confirmed to be shipped. Customer continued using the current pump as a backup therapy.